Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, bd smartsite, blockage occurred due to a loose probe connector, may be linked to an incompatibility or connection failure involving the injector connector. The following information was provided by the initial reporter: I am submitting a report regarding an issue with the smartsite connector, which has been occurring frequently within the imaging department. Quality-related defects have been ruled out, as the problem is observed exclusively in this specific department. It is suspected that the issue may be linked to an incompatibility or connection failure involving the injector connector. Consequently, we respectfully request the manufacturer's assistance to review and verify this compatibility. "At the moment of contrast medium injection, a blockage occurs due to the needle-free connector, necessitating a double scan pass for the study and resulting in an increased radiation dose. The device is then removed, and a '250' connector is attached directly to the catheter." Detection of the adverse event/incident: during use of the medical device: outcome of the incident or adverse event: no damage. Additional information: has there been any harm to patients or healthcare workers? There has been no damage. Are there any patients involved? Please confirm. The patients involved have been those listed in the reports sent, but no harm. Could you send photos or videos of the sample? In general, the problem has occurred. With several batches and in this specific service, so quality problems are not suspected with any specific batch. When did this incident occur: before, after, or during the procedure? It happened during the procedure. The smart site connector did not have any physical damage or deformation. The obstruction refers to the fact that when connecting the smart site to the bayer medrad stellant device and performing the saline solution, no flow is observed and it is necessary to remove the smart site and connect the stellant directly to the patient's peripheral catheter. The device used to connect to the smart site for contrast medium management is medrad stellant manufactured by bayer. Ref: sss-spd-250, batch: 252813. There are no samples available, I reiterate that no quality problem is suspected with the smart site since several batches have been used in different services of the clinic and the only service where the problem occurs is in imaging, so some compatibility problem between smart site and medrad is suspected.